Event description:
A report was received that the patient underwent an ipg repositioning as the pocket site was at the beltline causing soreness and tenderness. The physician relocated the ipg 3 1/2 inches upwards. The patient is doing well following the revision.